Event description:
It was reported that, this right ventricular (rv) lead exhibited high pacing impedances out of range, high pacing thresholds and loss of capture. X rays were performed, and this rv lead was reprogrammed. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).